Event description:
Boston scientific received information that during a routine device implant procedure, non-bsc right atrial (ra) lead pacing impedance and threshold measurements were within acceptable limits. Once this device was connected to the ra lead, noise and pace lead impedance measurements greater than 2000 ohms were observed. The device was disconnected and the psa was connected, which resulted in measurements that were within acceptable limits. The device was then reconnected, resulting in out of range pace lead impedance measurements and a noisy electrogram. The implanting physician manipulated the head of the device, which reportedly intensified the observed noise. No pacing inhibition was believed to occur. The device was ultimately removed and replaced without complication. To date, no adverse patient effects were reported as a result of this clinical observation. The device was returned to allow for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.